Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3389s-40, lot # v015727, implanted: (B)(6) 2007; product type lead; product ID 3389040, lot # v008978, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that "about four times a year" the patient's device "inexplicably" went off. The reporter stated that when the device went off the patient realized it after about a day. It was reported that the device was checked several times a week to see if it was still on because some "power source or going through a magnetic door" or "something" made it go off periodically. The reporter stated that the patient also had various kinds of therapy, including acupuncture therapy with an electric device. It was noted that the device was usually turned off before the therapy and turned back on after it was done. Additional information has been requested but was not available as of the date of this report. See MFR report #3004209178-2013-02701. It was unclear which device was involved in the event or if both devices were involved.